Event description:
In 2008, the pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic abdominal aneurysm with chronic aortic dissection. Final angiography revealed an unspecified endoleak. Six days later, an additional procedure took place. The pt was implanted with two endologix grafts to treat an abdominal aortic dissecting aneurysm. Additionally, an express ld stent was placed at the right common iliac artery/external iliac artery junction. Final angiography revealed no evidence of an endoleak. In 2009, the pt was treated emergently for a rupturing aortic aneurysm and a type-a aortic dissection. As reported, he had a 27 cm hematoma and was experiencing compartment syndrome. He was not a candidate for open surgery. There was a type-3 endoleak between components of previously placed grafts, so two aortic extender components were placed, which sealed the leak. The pt was hemodynamically stable upon being transferred to the intensive care unit; however, he died several hours later.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in pt populations with leaking or ruptured aneurysms, or revisions of previously placed stent grafts. The IFU further states that the aortic extender endoprostheses are intended to be used after deployment of the gore excluder aaa endoprosthesis. These extensions are intended to be used when additional length and/or sealing for aneurismal exclusion is desired. Additional gore excluder aaa endoprosthesis related to this event. A separate medwatch report is being submitted for the following gore tag thoracic endoprostheses related to this event. Refer to medwatch #2017233-2009-00463.